Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 180 mg/dl, 276 mg/dl, 188 mg/dl, 130 mg/dl and 181 mg/dl. Test strips have been discarded. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.